Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this pacemaker with another manufacturer's right atrial (ra) lead, noise and oversensing was observed on the ra channel and was felt to be consistent with air bubbles in the ra port of the device header. The noise did not resolve after 10 minutes, so the physician opted to remove the pacemaker and implant another one. This pacemaker was attempted, but not implanted and the ra lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the pacing and sensing functions of the device were verified to be operating normally. Visual inspection noted a hole in the ra seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing.